Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Low impedance was seen and it's noted that the patient has not had any recent trauma or manipulation. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
The patient began having seizures about 2 weeks after low impedance was first seen that were noted to be above pre-vns baseline levels and underwent a generator replacement where impedance resolved. Internal generator data was received and reviewed. No relevant surgical intervention has occurred to date.